Manufacturer narrative:
(B)(4). Concomitant medical products: rd115654, modified universal ii 54mm, 867070, 103809, tprlc lat por fmrl 12.5x145, 377720, 163662, 28mm mod hd std neck tp1 taper, 344730. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient's left hip has been indicated for revision eighteen years post-implantation due to poly wear and osteolysis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x rays. X ray review identified slight lateral position of femoral head reflecting liner wear. Radiolucency and osteolysis was observed along the femoral component. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's left hip was revised 18 years post implantation due to poly wear and osteolysis. The liner and head were revised. No further information was made available.